Event description:
Same case as: 2134265-2014-01514 and 2134265-2014-01515. It was reported that automatic pullback failed. During a percutaneous coronary intervention (pci), a motor drive unit was used in conjunction with an atlantis sr pro imaging catheter to visualize a lesion. It was noted that the atlantis sr pro imaging catheter was unable to perform automatic pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed that the hub flaps appeared normal and a good click sound was heard during insertion into the mdu system. The telescope assembly was able to properly pull back, advance, and retract. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2014-01514 and 2134265-2014-01515. It was reported that automatic pullback failed. During a percutaneous coronary intervention (pci), a motor drive unit was used in conjunction with an atlantis¿ sr pro imaging catheter to visualize a lesion. It was noted that the atlantis¿ sr pro imaging catheter was unable to perform automatic pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).